Manufacturer narrative:
The product was received and the investigation was completed. Device history record review was completed, and pump passed all post-sterile inspection checks. Low or blocked pump flow: the returned impella cp pump was visually inspected, and no cannula kink or broken blade was observed. Some webbing/sticky material around impeller observed which dissolved after soaking. Pump run for over 10 minutes at p-9 in the investigation lab and flows were within specified limit. Data logs were not available to review. The cause of the low flow issue cannot be determined due to insufficient clinical details, issue not reproduced on returned product, and lack of field data logs available. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Event description:
It was reported that a patient implanted was implanted with an impella cp. After a successful implantation of the pump, the wire was removed and the pump was started. The pump stopped at 0.8 liters per hour and the flow did not increase. The pump was repositioned. The flow was still at 0.8 liters per hour. The pump was exchanged for a new one. The patient was in stable condition.

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was returned. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Low or blocked pump flow: returned complaint cp pump visually inspected. No cannula kink or broken blade observed. Some webbing/sticky material around impeller observed which dissolved after soaking. Pump run for over 10 minutes at p9 in the investigation lab and flows were within specified limit. Data logs not available to review. The cause of the low flow issue cannot be determined due to insufficient clinical details, issue not reproduced on returned product, and lack of field data logs available.